Event description:
It was reported the ventilator displayed "---" instead of numbers during a circuit leak test. When the respiratory therapist put the ventilator into operational mode, the ventilator lights were on, but there was no air flow. The ventilator was not connected to a patient and it is unknown if the ventilator alarmed when the reported problem occurred.